Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was observed to have changes in longevity estimates. Boston scientific technical services (ts) discussed possible causes of the changes in longevity, bin hopping, and how the device will preserve enough battery to pace from eri to eol. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Additional information was received indicating that the pacemaker was explanted. No additional adverse patient effects were reported. It was reported that this pacemaker was observed to have changes in longevity estimates. Boston scientific technical services (ts) discussed possible causes of the changes in longevity, bin hopping, and how the device will preserve enough battery to pace from eri to eol. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed in which allegation was not confirmed. The device met its' longevity expectation. Moreover, the device was connected to the benchtop pulse generator tester and manual electrical measurements noted normal pacing and sensing functions. In addition, bin hopping was not confirmed on way or another due to the event occurring four years prior to the event. The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Additional information was received indicating that the pacemaker was explanted. No additional adverse patient effects were reported. It was reported that this pacemaker was observed to have changes in longevity estimates. Boston scientific technical services (ts) discussed possible causes of the changes in longevity, bin hopping, and how the device will preserve enough battery to pace from eri to eol. The device remains in service. No adverse patient effects were reported.